Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 315 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issue was identified. Tandem customer technical support (cts) advised the customer to discuss the event with a healthcare provider. The customer reported that the bg level had lowered to 266 mg/dl and declined cts's offer to follow-up.